Event description:
It was reported that multiple transmissions noting post paced t wave oversensing were observed on the implantable cardioverter defibrillator (ICD). The patient was brought into clinic and programming changes were made. The patient was to continue being monitored remotely. The patient was discharged.